Event description:
It was reported by service report that the bed had no power to the footboard/siderails. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: power supply board and power inlet filter.